Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 0202774512 was reviewed and the product was produced according to product specifications. All information reasonably known as of 16 may 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: 95 ml, flow rate: unknown, procedure: unknown, cathplace: 6 fr power port in chest wall, infusion start time: (B)(6) 2018, 14:30. Infusion stop time: empty by (B)(6) 2018, 10:00. It was reported that the patient told the pharmacy that the pump looked flat, even though it was not due to be removed until the next day. There was no report of residue on the pump or line. Per additional information received 11 may 2018, there has been no report of any adverse effects on the patient. The patient has a follow up appointment next week. The pump was filled in a process box of a negative pressure isolator using a syringe and at room temperature. The 5fu was diluted with 0.9% nacl to a concentration of 50mg/ml and total volume of 95ml. After the pump was filled the filling port cap was closed, the pump was opened and the line was primed. Once the solution was visible at the tip of the pump line, the clamp was immediately closed along with the pump line port.

Event description:
Per additional information received on 25 may 2018, the patient was scheduled to have the pump removed on (B)(6) 2018. The patient was observed to be normal, with no injury.

Manufacturer narrative:
All information reasonably known as of 14 jun 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.